Manufacturer narrative:
The reported event of back-up mode (bvvi) was confirmed in the lab. The device reset was due to a power-on-reset. The root cause of the anomaly could not be conclusively determined. Additionally, the device firmware was unable to be downloaded, hence no bench testing could be performed.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented to the clinic with phrenic nerve stimulation (pns). After interrogation, the device was observed due to be back-up mode (bvvi). Technical support was contacted, and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.